Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Reporter¿s phone number is unknown. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the small battery drive device was deformed bent and failed pre-test for undesirable oscillations. It was noted in the service order that the device adaptor had oscillations in the adjunt coupling piece. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the previous report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was documented as unknown in the initial report. It has been updated to september 12, 2007. (B)(4). Product code was reported as 532.001 in the original report and has been updated to updated to 05.001.030 product description was reported as "colibri" in the initial report has been updated to " drill-attachm mini-quick-coupl f/epd+apd". If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.